Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.event date: year 2010. As the device nor a lot number were received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they were losing insufflation. They completed the procedure with the device by holding the trocar manually. There was no patient consequence reported. The device was discarded. (B)(4)